Manufacturer narrative:
Updated data: b2. B5. Added third paragraph. H1. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 9 months following the implant of a transcatheter valve, the patient presented with swelling in the lower extremities. Subsequently, an echocardiogram was performed which revealed a peak gradient of 60 millimeters of mercury (mmhg) and a mean gradient of 31 mmhg. No patient complications have been reported as a result of this event. Additional information was received indicating that the valve was implanted at a depth of 5 mm to 7 mm in the native annulus. Additional information was received indicating that low flow, low gradient dobutamine produced the gradient of 60 mm hg. A second valve was implanted in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 9 months following the implant of a transcatheter valve, the patient presented with swelling in the lower extremities. Subsequently, an echocardiogram was performed which revealed a peak gradient of 60 millimeters of mercury (mmhg) and a mean gradient of 31 mmhg. No patient complications have been reported as a result of this event.

Event description:
It was reported that approximately 7 years and 9 months following the implant of a transcatheter valve, the patient presented with swelling in the lower extremities. Subsequently, an echocardiogram was performed which revealed a peak gradient of 60 millimeters of mercury (mmhg) and a mean gradient of 31 mmhg. No patient complications have been reported as a result of this event. Additional information was received indicating that the valve was implanted at a depth of 5 mm to 7 mm in the native annulus.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.